Manufacturer narrative:
The reported event of ¿helix pierced silicone tip¿ was confirmed. As received, a complete lead was returned. Visual examination of the lead found the soft tip was damaged and the helix was extended/bent consistent with procedural damage and was clogged with blood/tissue. The cause of the reported event was isolated to procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled generator upgrade procedure. During the procedure, it was noted that the helix of the left ventricular (lv) lead had damaged. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.